Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter experiencing skin irritation or breakdown at the site". " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days".

Event description:
It was reported that the purewick female external catheter gave a urinary tract infection to the patient. The patient had been using this product for less than 90 days. It was unknown what medical intervention was provided for the urinary tract infection.